Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician. There were no additional information provided. Unable to confirm if same system serial number was involved.

Event description:
As reported, during system setup, the thermogard ivtm system was displaying error message mid:09 (air trap assembly) error. Following this another thermogard console was used for the patient's ivtm therapy. No further information was provided. No known patient consequences were reported. Per biomed technician report, this is a second occurrence in the same week. See MFR 3010617000-2018-00280 for the second event.